Event description:
Reportedly, customer was asked to change pump settings by health care provider (hcp). Customer attempted to bolus and pump recommended 32 units. Customer believed that she may have entered the setting incorrectly into the pump. Customer's blood glucose level was 335 mg/dl. During troubleshooting with tandem technical support, it was confirmed that settings coincided with recommended bolus. Customer referred to hcp to review prescribed settings.

Manufacturer narrative:
Follow up 03/03/2015: customer reported that health care provider entered appropriate settings into the pump. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.